Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting adequate pain relief and had multiple reprogrammings done. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.